Event description:
As reported by the end user in (B) (6), when they use the contract injection line with the medrad power injection system they have observed an increase in air in the line. As the air was noticed during prep, there was no contact with the patient, hence there was no harm to the patient.

Manufacturer narrative:
As indicated by (B) (6) sales consultant, the end user facility recently introduced the medrad power injection system. The sales consultant believes that this event is due to the staff being unfamiliar with the medrad system. Returned for evaluation was one 48" high pressure flex contrast injection line. A visual review of the device noted no defects. The returned sample was then dimensionally and physically tested. The returned sample met specifications. The complaint could not confirmed. The direction for user, which is supplied to the end user with this device, contains a statement; "ensure that you are making secure connections when using this device to prevent the introduction of air into the system that could result in embolism and in rare instances of death. All connections should be finger tightened. Over tightening can cause cracks and leaks to occur that could result in embolism and/or exposure to biohazards. Examine product carefully for entrapped air and fully debubble prior to injection to minimize the potential for embolism and in rare instances death." A review of the device history records was performed for the indicated packaging and component lots for any deviation related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. A review of the november 2009 navilyst complaint report noted no trend for the reported failure mode and product family. (B) (4).